Event description:
This is a spontaneous case report received from a physician in (B)(6) on 29-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) successfully inserted in (B)(6)-2014. Some months after insertion, she experienced pelvic inflammatory disease. Essure was removed via laparoscopy. Right ovary and right fallopian tube and part of the left fallopian tube were removed. The patient preserved the uterus and the left ovary. The patient had demanded the hospital with a patrimonial claim. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had pelvic inflammatory disease (pid) some months after essure (fallopian tube occlusion insert) insertion. Essure was removed via laparoscopy along with bilateral fallopian tubes. This event is listed according to essure's reference safety information. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. In this case, the consumer had a pid some months after essure placement. Given this positive temporal relationship and based on event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being performed. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pelvic inflammatory disease/ left salpingitis / left fallopian tube had chronic acute and intense inflammation'), fallopian tube abscess ('abscess in the fallopian tube'), peritonitis ('peritonitis'), fallopian tube perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body') and hydronephrosis ('her kidney was dilated / complicated kidney with dilated ureter/ hydronephrosis type 2 with compression at level of iliac vessels') in a 39-year-old female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "they have to try with three different devices because the lot was defective" on (B)(6)2014. The patient's previously administered products included for an unreported indication: copper iud until (B)(6) 2015. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced procedural pain ("she experienced pain in the three attempts") and complication of device insertion ("insertion failure (multiple attempts performed due to defective devices)/ three insertion attempts"). In march 2015, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with pelvic pain, genital pain, pyrexia, abdominal pain, pain in extremity, abdominal distension and abdominal pain lower. In march 2015, the patient experienced fallopian tube abscess (seriousness criterion intervention required). On (B)(6)2015, the patient experienced peritonitis (seriousness criteria hospitalization, life threatening and intervention required). On (B)(6)2015, the patient experienced hydronephrosis (seriousness criterion medically significant) with pelvic fluid collection, hepatic cyst ("simple hepatic cyst") and renal cyst ("simple bilateral renal cysts"). On (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In may 2015, the patient experienced anaemia postoperative ("anemia after removal procedure"), herpes ophthalmic ("herpes especially in one eye after removal procedure") and pain in extremity ("leg pain"). On (B)(6)2015, the patient experienced pelvic adhesions ("pelvic adhesion found during laparoscopy"). On (B)(6)2015, the patient experienced fallopian tube cyst ("fallopian tube hemorrhagic cyst") and haemorrhagic cyst ("fallopian tube hemorrhagic cyst"). On (B)(6)2015, the patient experienced back pain ("lumbar pain / mechanical lumbago irradiated to right lower limb / back ache"). On an unknown date, the patient experienced pollakiuria ("frequent urination") and bladder spasm ("bladder tenesmus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), heavy menstrual bleeding ("heavy bleeding during periods"), hypersensitivity ("allergy"), post procedural pain ("leg pain after essure insertion procedure/ strong leg pain") and mental disorder ("psychological problems"). The patient was hospitalized from (B)(6)2015 to (B)(6)2018 and then from (B)(6)2015 to (B)(6)2015. The patient was treated with analgesics, antibiotics, tramadol and surgery ((B)(6)2015: bilateral salpingectomy, right oophorectomy, essure removal and exeresis of both horns and on (B)(6)2015: drainage of 80 cc abscess). Essure was removed on (B)(6)2015. At the time of the report, the salpingitis, fallopian tube abscess, fallopian tube perforation, device breakage, fallopian tube cyst, dysmenorrhoea, heavy menstrual bleeding, haemorrhagic cyst, hypersensitivity, procedural pain, post procedural pain, complication of device insertion, pelvic adhesions, anaemia postoperative, herpes ophthalmic, pain in extremity, pollakiuria, bladder spasm, hepatic cyst, renal cyst, back pain and mental disorder outcome was unknown and the peritonitis and hydronephrosis was resolving. The reporter considered anaemia postoperative, back pain, bladder spasm, complication of device insertion, device breakage, dysmenorrhoea, fallopian tube abscess, fallopian tube cyst, fallopian tube perforation, haemorrhagic cyst, heavy menstrual bleeding, hepatic cyst, herpes ophthalmic, hydronephrosis, hypersensitivity, mental disorder, pain in extremity, pelvic adhesions, peritonitis, pollakiuria, procedural pain, renal cyst, salpingitis and post procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: as per patient: on (B)(6)2014 essure devices were inserted, they had to try with three different devices because the lot was defective. She experienced pain in the three attempts. The insertion ended with strong leg pain (insertion failure). As per physician's initial report: a female patient of unspecified age had essure (fallopian tube occlusion insert) successfully inserted in (B)(6)2014. Some months after insertion, she experienced a pelvic inflammatory disease. Essure was removed via laparoscopy. As per medical records: essure devices were inserted on (B)(6)2015 both devices placed correctly and procedure with no complications. Removal details: on (B)(6)2015: laparoscopy was performed, conversion to laparotomy for bilateral salpingectomy due to pelvic adherence, essure extraction and left adnexectomy. Right oophorectomy and right salpingectomy/ partial left salpingectomy, essure removal and exeresis of both horns were performed. The kidney was damaged and dilated (hydronephrosis ii/IV), dilated ureter, she was told that she had liquid in the pouch of douglas. Essure devices removal due to distended abdomen, abdominal pain, inflammatory pelvic disease, abscess in fallopian tube. On (B)(6)2016: traumatology medical appointment because patient presented pain in anterolateral region of right muscle and occasionally inguinal, occasional paresthesia, pain with internal rotation of hip, dysesthesia in the zone of muscle and in the leg and foot. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein (0 - 5 mg/l) - on (B)(6)2015: 7.10 mg/l. Computerised tomogram - on (B)(6)2015: results: fallopian tubes inflamed. Magnetic resonance imaging - on (B)(6)2016: results: protrusions and degenerative changes. Ultrasound scan - on (B)(6)2015: results: essure devices placed in situ; on (B)(6)2015: results: swelling and an abscess; on (B)(6)2015: results: tube edematous and an abscess; on (B)(6)2015: results: adnexal cyst / left hydrosalpinx.. Diagnostic results: (B)(6)2015 - echography - found that left fallopian tube was increased in size and with liquid content inside accompanied of an increase in the density of pelvic fat adjacent in relation with inflammatory changes. (B)(6)2015 - lab tests: leukositosis with neutrophilia and elevation of c-reactive protein. (B)(6)2015 - CT showed dilated fallopian tubes and accumulation in the bottom of the pouch of douglas. Inflammatory changes by contiguity in sigma and hydronephrosis type 2 in right kidney with compression at level of iliac vessels, simple hepatic cyst and simple bilateral renal cysts. (B)(6)2015 - drainage of abscess (purulent material) was performed ¿ 80 cc , echography it was noticed that she had adnexal cyst of benign aspect and left hydrosalpinx. (B)(6)2015: - inform anatomic-pathologic showed that left fallopian tube had chronic inflammation, the right ovary and fallopian tube had ovary parenchyma and fallopian tube with chronic acute and intense inflammation / abscess ¿ hemorrhagic cystic yellow material. (B)(6)2015 - renal echography - improvement of ureter dilatation in right kidney, the accumulation in the bottom of the pouch of douglas decreased in comparison with previous test (B)(6)2015 - magnetic resonance was performed that showed diffuse disc protrusions and degenerative changes in posterior elements since l3 to s1 batch no : c26930, production date: (B)(6) 2014 , expiration date : 2017-02-28 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('pelvic inflammatory disease/ left salpingitis / left fallopian tube had chronic acute and intense inflammation'), fallopian tube abscess ('abscess in the fallopian tube'), peritonitis ('peritonitis'), fallopian tube perforation ('organ tearing'), device breakage ('travelling parts of the broken product inside the body') and hydronephrosis ('her kidney was dilated / complicated kidney with dilated ureter/ hydronephrosis type 2 with compression at level of iliac vessels') in a 39-year-old female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "they have to try with three different devices because the lot was defective" on (B)(6) 2014. The patient's previously administered products included for an unreported indication: copper iud until (B)(4) 2015. On (B)(4) 2014, the patient had essure inserted. On (B)(4) 2014, the patient experienced procedural pain ("she experienced pain in the three attempts") and complication of device insertion ("insertion failure (multiple attempts performed due to defective devices)/ three insertion attempts"). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria hospitalization and intervention required) with pelvic pain, genital pain, pyrexia, abdominal pain, pain in extremity, abdominal distension and abdominal pain lower. In (B)(6) 2015, the patient experienced fallopian tube abscess (seriousness criterion intervention required). On (B)(6) 2015, the patient experienced peritonitis (seriousness criteria hospitalization, life threatening and intervention required). On (B)(6) 2015, the patient experienced hydronephrosis (seriousness criterion medically significant) with pelvic fluid collection, hepatic cyst ("simple hepatic cyst") and renal cyst ("simple bilateral renal cysts"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced anaemia postoperative ("anemia after removal procedure"), herpes ophthalmic ("herpes especially in one eye after removal procedure") and pain in extremity ("leg pain"). On (B)(6) 2015, the patient experienced pelvic adhesions ("pelvic adhesion found during laparoscopy"). On (B)(6) 2015, the patient experienced fallopian tube cyst ("fallopian tube hemorrhagic cyst") and haemorrhagic cyst ("fallopian tube hemorrhagic cyst"). On (B)(6) 2015, the patient experienced back pain ("lumbar pain / mechanical lumbago irradiated to right lower limb / back ache"). On an unknown date, the patient experienced pollakiuria ("frequent urination") and bladder spasm ("bladder tenesmus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically significant), heavy menstrual bleeding ("heavy bleeding during periods"), hypersensitivity ("allergy"), post procedural pain ("leg pain after essure insertion procedure/ strong leg pain") and mental disorder ("psychological problems"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2018 and then from (B)(6) 2015 to (B)(6) 2015. The patient was treated with analgesics, antibiotics, tramadol and surgery ((B)(6) 2015: bilateral salpingectomy, right oophorectomy, essure removal and exeresis of both horns and on (B)(6) 2015: drainage of 80 cc abscess). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, fallopian tube abscess, fallopian tube perforation, device breakage, fallopian tube cyst, dysmenorrhoea, heavy menstrual bleeding, haemorrhagic cyst, hypersensitivity, procedural pain, post procedural pain, complication of device insertion, pelvic adhesions, anaemia postoperative, herpes ophthalmic, pain in extremity, pollakiuria, bladder spasm, hepatic cyst, renal cyst, back pain and mental disorder outcome was unknown and the peritonitis and hydronephrosis was resolving. The reporter considered anaemia postoperative, back pain, bladder spasm, complication of device insertion, device breakage, dysmenorrhoea, fallopian tube abscess, fallopian tube cyst, fallopian tube perforation, haemorrhagic cyst, heavy menstrual bleeding, hepatic cyst, herpes ophthalmic, hydronephrosis, hypersensitivity, mental disorder, pain in extremity, pelvic adhesions, peritonitis, pollakiuria, procedural pain, renal cyst, salpingitis and post procedural pain to be related to essure. The reporter commented: as per patient: on (B)(6) 2014 essure devices were inserted, they had to try with three different devices because the lot was defective. She experienced pain in the three attempts. The insertion ended with strong leg pain (insertion failure). As per physician's initial report: a female patient of unspecified age had essure (fallopian tube occlusion insert) successfully inserted in (B)(6) 2014. Some months after insertion, she experienced a pelvic inflammatory disease. Essure was removed via laparoscopy. As per medical records: essure devices were inserted on (B)(6) 2015 both devices placed correctly and procedure with no complications. Removal details: on (B)(6) 2015: laparoscopy was performed, conversion to laparotomy for bilateral salpingectomy due to pelvic adherence, essure extraction and left adnexectomy. Right oophorectomy and right salpingectomy/ partial left salpingectomy, essure removal and exeresis of both horns were performed. The kidney was damaged and dilated (hydronephrosis ii/IV), dilated ureter, she was told that she had liquid in the pouch of douglas. Essure devices removal due to distended abdomen, abdominal pain, inflammatory pelvic disease, abscess in fallopian tube. On (B)(6) 2016: traumatology medical appointment because patient presented pain in anterolateral region of right muscle and occasionally inguinal, occasional paresthesia, pain with internal rotation of hip, dysesthesia in the zone of muscle and in the leg and foot. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein (0 - 5 mg/l) - on (B)(6) 2015: 7.10 mg/l. Computerised tomogram - on (B)(6) 2015: results: fallopian tubes inflamed. Magnetic resonance imaging - on (B)(6) 2016: results: protrusions and degenerative changes. Ultrasound scan - on (B)(6) 2015: results: essure devices placed in situ; on (B)(6) 2015: results: swelling and an abscess; on (B)(6) 2015: results: tube edematous and an abscess; on (B)(6) 2015: results: adnexal cyst / left hydrosalpinx.. Diagnostic results: (B)(6) 2015 - echography - found that left fallopian tube was increased in size and with liquid content inside accompanied of an increase in the density of pelvic fat adjacent in relation with inflammatory changes. (B)(6) 2015 : lab tests: leukositosis with neutrophilia and elevation of c-reactive protein. (B)(6) 2015 : CT showed dilated fallopian tubes and accumulation in the bottom of the pouch of douglas. Inflammatory changes by contiguity in sigma and hydronephrosis type 2 in right kidney with compression at level of iliac vessels, simple hepatic cyst and simple bilateral renal cysts. (B)(6) 2015 - drainage of abscess (purulent material) was performed ¿ 80 cc , echography it was noticed that she had adnexal cyst of benign aspect and left hydrosalpinx. (B)(6) 2015: : inform anatomic-pathologic showed that left fallopian tube had chronic inflammation, the right ovary and fallopian tube had ovary parenchyma and fallopian tube with chronic acute and intense inflammation / abscess ¿ hemorrhagic cystic yellow material. (B)(6) 2015 : renal echography : improvement of ureter dilatation in right kidney, the accumulation in the bottom of the pouch of douglas decreased in comparison with previous test (B)(6) 2015 : magnetic resonance was performed that showed diffuse disc protrusions and degenerative changes in posterior elements since l3 to s1 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: the following information was included new lawyer reporter, device breakage, fallopian tube perforation, heavy menstrual bleeding, psychological disorder nos, allergy nos. Previous abdominal pain lower was merged with hypogastrium pain irradiated to left lower extremity a technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), peritonitis ("beginning of peritonitis") and nephrectasia ("her kidney was dilated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and life threatening) with pyrexia, nephrectasia (seriousness criterion medically significant) and pain in extremity ("she is gradually recovering, however every month the right leg pain returns"). The patient was treated with surgery (right ovary and fallopian tube, part of the left fallopian tube were removed, uterus reconstruction) and surgery (urgency surgery). Essure was removed. At the time of the report, the pelvic inflammatory disease, peritonitis and nephrectasia was resolving and the pain in extremity had not resolved. The reporter considered nephrectasia, pain in extremity, pelvic inflammatory disease and peritonitis to be related to essure. The reporter commented: as per physician's initial report: a female patient of unspecified age had essure (fallopian tube occlusion insert) successfully inserted in (B)(6) 2014. Some months after insertion, she experienced a pelvic inflammatory disease. Essure was removed via laparoscopy. Right ovary and right fallopian tube and part of the left fallopian tube were removed. The patient preserved the uterus and the left ovary. The patient had demanded the hospital with a patrimonial claim. As per patient's follow-up: essure was not removed even when she said she could not bear it anymore. In the end she underwent surgery because of a beginning peritonitis, she was about to die and the post operation was awful. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): pelvic inflammatory disease: 270 cases were identified. Peritonitis: 13 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 6-jul-2018: added new reporters. Added events (beginning of peritonitis, kidney dilated, remaining pain in right leg). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("pelvic inflammatory disease/ left salpingitis / left fallopian tube had chronic acute and intense inflammation/ abscess"), fallopian tube abscess ("abscess in the fallopian tube"), peritonitis ("peritonitis"), pelvic fluid collection ("accumulation in the bottom of the pouch of douglas"), hydronephrosis ("her kidney was dilated / complicated kidney with dilated ureter/ hydronephrosis type 2 with compression at level of iliac vessels"), fallopian tube cyst ("fallopian tube hemorrhagic cyst") and haemorrhagic cyst ("fallopian tube hemorrhagic cyst") in a 39-year-old female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "they have to try with three different devices because the lot was defective" on (B)(6) 2014. The patient's previously administered products included for an unreported indication: copper iud until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("she experienced pain in the three attempts") and complication of device insertion ("insertion failure (multiple attempts performed due to defective devices)/ three insertion attempts"). In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria hospitalization, medically significant and intervention required) with pyrexia, pain in extremity, abdominal distension, abdominal pain, genital pain, pelvic pain, abdominal pain lower and abdominal pain lower. In (B)(6) 2015, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced peritonitis (seriousness criteria hospitalization, medically significant, life threatening and intervention required). On (B)(6) 2015, the patient experienced hydronephrosis (seriousness criterion medically significant) with pollakiuria and bladder spasm, hepatic cyst ("simple hepatic cyst") and renal cyst ("simple bilateral renal cysts"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced anaemia postoperative ("anemia after removal procedure"), herpes ophthalmic ("herpes especially in one eye after removal procedure") and pain in extremity ("leg pain"). On (B)(6) 2015, the patient experienced pelvic adhesions ("pelvic adhesion found during laparoscopy"). On (B)(6) 2015, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and haemorrhagic cyst (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced back pain ("lumbar pain / mechanical lumbago irradiated to right lower limb"). On an unknown date, the patient experienced pelvic fluid collection (seriousness criterion medically significant) and the second episode of procedural pain ("leg pain after essure insertion procedure/ strong leg pain"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 and then from (B)(6) 2015 to (B)(6) 2018. The patient was treated with antibiotics, analgesics, tramadol, surgery ((B)(6) 2015: bilateral salpingectomy, right oophorectomy, essure removal and exeresis of both horns), surgery (on (B)(6) 2015: drainage of abscess: 80cc). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, fallopian tube abscess, pelvic fluid collection, fallopian tube cyst, haemorrhagic cyst, the last episode of procedural pain, complication of device insertion, pelvic adhesions, anaemia postoperative, herpes ophthalmic, pain in extremity, hepatic cyst, renal cyst, dysmenorrhoea and back pain outcome was unknown and the peritonitis and hydronephrosis was resolving. The reporter considered anaemia postoperative, back pain, complication of device insertion, dysmenorrhoea, fallopian tube abscess, fallopian tube cyst, haemorrhagic cyst, hepatic cyst, herpes ophthalmic, hydronephrosis, pain in extremity, pelvic adhesions, pelvic fluid collection, peritonitis, renal cyst, salpingitis, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: as per patient: on (B)(6) 2014 essure devices were inserted, patient commented that they have to try with three different devices because the lot was defective. She experienced pain in the three attempts. The insertion ended with strong leg pain (insertion failure). As per physician's initial report: a female patient of unspecified age had essure (fallopian tube occlusion insert) successfully inserted in (B)(6) 2014. Some months after insertion, she experienced a pelvic inflammatory disease. Essure was removed via laparoscopy. As per medical records: essure devices were inserted on (B)(6) 2015 both devices placed correctly and procedure with no complications. Removal details: on (B)(6) 2015: laparoscopy was performed and reconversion to laparotomy for bilateral salpingectomy due to pelvic adherence, essure extraction and left adnexectomy. Right oophorectomy and right salpingectomy/ partial left salpingectomy, essure removal and exeresis of both horns were performed. The kidney was damaged and dilated (hydronephrosis ii/IV), dilated ureter she was told that she had liquid in the pouch of douglas. Essure devices removal due to distended abdomen, abdominal pain, inflammatory pelvic disease, abscess in fallopian tube. On (B)(6) 2016: traumatology medical appointment because patient presented pain in anterolateral region of right muscle and occasionally inguinal, occasional paresthesia, pain with internal rotation of hip, dysesthesia in the zone of muscle and in the leg and foot. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein (0 - 5 mg/l) - on (B)(6) 2015: 7.10 mg/l (elevated) computerised tomogram - on (B)(6) 2015: fallopian tubes inflamed nuclear magnetic resonance imaging - on (B)(6) 2016: protrusions and degenerative changes ultrasound scan - on (B)(6) 2015: essure devices placed in situ; on (B)(6) 2015: swelling and an abscess; on (B)(6) 2015: tube edematous and an abscess; on (B)(6) 2015: adnexal cyst / left hydrosalpinx. (B)(6) 2015- echography - found that left fallopian tube was increased in size and with liquid content inside accompanied of an increase in the density of pelvic fat adjacent in relation with inflammatory changes. (B)(6) 2015 - lab tests: leukositosis with neutrophilia and elevation of c-reactive protein. (B)(6) 2015- CT showed dilated fallopian tubes and accumulation in the bottom of the pouch of douglas. Inflammatory changes by contiguity in sigma and hydronephrosis type 2 in right kidney with compression at level of iliac vessels, simple hepatic cyst and simple bilateral renal cysts. (B)(6) 2015- drainage of abscess (purulent material) was performed ¿ 80 cc , echography it was noticed that she had adnexal cyst of benign aspect and left hydrosalpinx. (B)(6) 2015: - inform anatomic-pathologic showed that left fallopian tube had chronic inflammation, the right ovary and fallopian tube had ovary parenchyma and fallopian tube with chronic acute and intense inflammation / abscess ¿ hemorrhagic cystic yellow material. (B)(6) 2015- renal echography - improvement of ureter dilatation in right kidney, the accumulation in the bottom of the pouch of douglas decreased in comparison with previous test. (B)(6) 2015 - magnetic resonance was performed that showed diffuse disc protrusions and degenerative changes in posterior elements since l3 to s1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("pelvic inflammatory disease/ left salpingitis / left fallopian tube had chronic acute and intense inflammation/ abscess"), fallopian tube abscess ("abscess in the fallopian tube"), peritonitis ("peritonitis"), pelvic fluid collection ("accumulation in the bottom of the pouch of douglas"), hydronephrosis ("her kidney was dilated / complicated kidney with dilated ureter/ hydronephrosis type 2 with compression at level of iliac vessels"), fallopian tube cyst ("fallopian tube hemorrhagic cyst") and haemorrhagic cyst ("fallopian tube hemorrhagic cyst") in a 39-year-old female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "they have to try with three different devices because the lot was defective" on (B)(6) 2014. The patient's previously administered products included for an unreported indication: copper iud until (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced the first episode of procedural pain ("she experienced pain in the three attempts") and complication of device insertion ("insertion failure (multiple attempts performed due to defective devices)/ three insertion attempts"). A new successful attempt on (B)(6) 2015: both devices placed. In (B)(6) 2015, the patient experienced salpingitis (seriousness criteria hospitalization, medically significant and intervention required) with pyrexia, pain in extremity, abdominal distension, abdominal pain, genital pain, pelvic pain, abdominal pain lower and abdominal pain lower. In (B)(6) 2015, the patient experienced fallopian tube abscess (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced peritonitis (seriousness criteria hospitalization, medically significant and life threatening). On (B)(6) 2015, the patient experienced hydronephrosis (seriousness criterion medically significant) with pollakiuria and bladder spasm, hepatic cyst ("simple hepatic cyst") and renal cyst ("simple bilateral renal cysts"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced anaemia ("anemia after removal procedure"), herpes ophthalmic ("herpes especially in one eye after removal procedure") and pain in extremity ("leg pain"). On (B)(6) 2015, the patient experienced pelvic adhesions ("pelvic adhesion found during laparoscopy"). On (B)(6) 2015, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and haemorrhagic cyst (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced back pain ("lumbar pain / mechanical lumbago irradiated to right lower limb"). On an unknown date, the patient experienced pelvic fluid collection (seriousness criterion medically significant) and the second episode of procedural pain ("leg pain after essure insertion procedure/ strong leg pain"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015 and then from (B)(6) 2015 to (B)(6) 2018. The patient was treated with antibiotics, analgesics, tramadol, surgery ((B)(6) 2015: bilateral salpingectomy, right oophorectomy, essure removal and exeresis of both horns) and surgery (on (B)(6) 2015: drainage of abscess: 80cc). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, fallopian tube abscess, fallopian tube cyst, haemorrhagic cyst, the last episode of procedural pain, complication of device insertion, pelvic adhesions, anaemia, herpes ophthalmic, pain in extremity, hepatic cyst, renal cyst, dysmenorrhoea and back pain outcome was unknown and the peritonitis and hydronephrosis was resolving. The reporter considered anaemia, back pain, complication of device insertion, dysmenorrhoea, fallopian tube abscess, fallopian tube cyst, haemorrhagic cyst, hepatic cyst, herpes ophthalmic, hydronephrosis, pain in extremity, pelvic adhesions, pelvic fluid collection, peritonitis, renal cyst, salpingitis, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: as per patient: on (B)(6) 2014 essure devices were inserted, patient commented that they have to try with three different devices because the lot was defective. She experienced pain in the three attempts. The insertion ended with strong leg pain (insertion failure). As per physician's initial report: a female patient of unspecified age had essure (fallopian tube occlusion insert) successfully inserted in (B)(6) 2014. Some months after insertion, she experienced a pelvic inflammatory disease. Essure was removed via laparoscopy. As per medical records: essure devices were inserted on (B)(6) 2015 both devices placed correctly and procedure with no complications. Removal details: on (B)(6) 2015: laparoscopy was performed and reconversion to laparotomy for bilateral salpingectomy due to pelvic adherence, essure extraction and left adnexectomy. Right oophorectomy and right salpingectomy/ partial left salpingectomy, essure removal and exeresis of both horns were performed. The kidney was damaged and dilated (hydronephrosis ii/IV), dilated ureter she was told that she had liquid in the pouch of douglas. Essure devices removal due to distended abdomen, abdominal pain, inflammatory pelvic disease, abscess in fallopian tube. On (B)(6) 2016: traumatology medical appointment because patient presented pain in anterolateral region of right muscle and occasionally inguinal, occasional paresthesia, pain with internal rotation of hip, dysesthesia in the zone of muscle and in the leg and foot. Diagnostic results (normal ranges are provided in parenthesis if available): c-reactive protein (0 - 5 mg/l) - on (B)(6) 2015: 7.10 mg/l (elevated) computerised tomogram - on (B)(6) 2015: fallopian tubes inflamed nuclear magnetic resonance imaging - on (B)(6) 2016: protrusions and degenerative changes ultrasound scan - on (B)(6) 2015: essure devices placed in situ; on (B)(6) 2015: swelling and an abscess; on (B)(6) 2015: tube edematous and an abscess; on (B)(6) 2015: adnexal cyst / left hydrosalpinx. (B)(6) 2015 - echography - found that left fallopian tube was increased in size and with liquid content inside accompanied of an increase in the density of pelvic fat adjacent in relation with inflammatory changes. (B)(6) 2015 - lab tests: leukositosis with neutrophilia and elevation of c-reactive protein. (B)(6) 2015 - CT showed dilated fallopian tubes and accumulation in the bottom of the pouch of douglas. Inflammatory changes by contiguity in sigma and hydronephrosis type 2 in right kidney with compression at level of iliac vessels, simple hepatic cyst and simple bilateral renal cysts. (B)(6) 2015 - drainage of abscess (purulent material) was performed ¿ 80 cc , echography it was noticed that she had adnexal cyst of benign aspect and left hydrosalpinx. (B)(6) 2015: - inform anatomic-pathologic showed that left fallopian tube had chronic inflammation, the right ovary and fallopian tube had ovary parenchyma and fallopian tube with chronic acute and intense inflammation / abscess ¿ hemorrhagic cystic yellow material. (B)(6) 2015 - renal echography - improvement of ureter dilatation in right kidney, the accumulation in the bottom of the pouch of douglas decreased in comparison with previous test (B)(6) 2015 - magnetic resonance was performed that showed diffuse disc protrusions and degenerative changes in posterior elements since l3 to s1. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs and medical records received. Batch number provided. Events were updated (salpingitis/ hydronephrosis) and new events added: abscess in the fallopian tube, pelvic fluid collection, pain during insertion attempts, leg pain after insertion, device defective, insertion failure due to device defective, anemia after removal procedure, herpes especially in one eye. Simple hepatic cyst, dysmenorrhea, fallopian hemorhagic cyst, back pain, renal cyst. Events: distended abdomen, abdominal pain, genital pain, pelvic pain, hypogastrium pain irradiated to left lower extremity, frequente urination , bladder tenesmus added as symptoms. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 05-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-sep-2016 for the following meddra preferred term: pelvic inflammatory disease. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female consumer/plaintiff who had pelvic inflammatory disease (pid) some months after essure (fallopian tube occlusion insert) insertion. Essure was removed via laparoscopy along with bilateral fallopian tubes. This event is listed according to essure's reference safety information. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after the insertion procedure. In this case, the consumer had a pid some months after essure placement. Given this positive temporal relationship and based on event's nature, causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The technical analysis concluded that a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs